Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of sheath and basket tip detachment. Approximately 10cm of the outer sheath was included in the return. The basket tip remained lodged inside of the detached portion of the outer sheath. The detached portion of the sheath has buckled severely and has a slit/cut running the length of the detached portion. The appearance of the outer sheath portion suggests excessive pressure has been applied to the extraction basket. This device was reviewed with the appropriate internal personnel to further investigate and heighten awareness. No manufacturing discrepancies or anomalies were observed with the affected product. The cut/slit in the outer sheath could have occurred if lithotripsy began before the soehendra lithotripsy cable had reached the proximal end of the basket in the duct. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: damage to the basket sheath and subsequent detachment of the sheath and basket tip could have been caused by the basket and sheath lodging on the soehendra lithotripsy cable used during the procedure. The instructions for use for the soehendra lithotripsy cable instruct the user to gently feed the lithotripsy cable over the basket sheath and advance the cable, under fluoroscopic monitoring, until it reaches the basket in the duct. If the cable had not reached the basket in the duct when lithotripsy began, this could have caused this occurrence. If additional pressure was applied to the basket device during lithotripsy, this could have caused the damage to the sheath and basket. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with biliary stone removal, the physician used a cook endoscopy web extraction basket. An attempt to manually fracture the stone with the basket was unsuccessful. The physician then attempted mechanical lithotripsy with a soehendra lithotripsy cable and handle. During lithotripsy, 10cm of the outer sheath near the distal end buckled and separated from the extraction basket device. The tip of the basket (estimated to be 2mm in length) also separated from the extraction basket device and was lodged inside the buckled area of the outer sheath portion that had separated. The detached portion of the outer sheath and basket tip were retrieved from the patient with forceps as a unit. A stent was placed and the procedure was complete. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.